Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain. The patient reported they had a pocket revision because the pump started to shift and was hitting the spine and hurt. A corner was sticking out and getting stuck on things. It was painful to lay down. The patient stated the issue was probably since it was implanted but they really noticed the issue once the swelling went down and said that was probably around november. The patient thought they reused the old pump but the ptm (personal therapy manager) was showing incompatible pump when they went to use it recently. The patient stated they have morphine and it¿s probably at like 0.083 or something, they aren't even at 1 yet. The patient has a fill appointment may 25th. The patient was redirected to their healthcare provider.